Event description:
Caller reported potential false negative troponin I (tni) result on triage profiler sob test vs. Result on centaur, on samples from patient who presented to the ed. Subsequent draws run on the centaur suggested ami, but a diagnosis was not available and is not expected based on (B)(4). Ckmb and myo were not ordered for testing in the ed. Doctor questioned the tni result and asked that it be run in the lab.

Manufacturer narrative:
Investigation pending.